Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was monitored for several days and no noise anomaly was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, a cracked display window and a broken belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump was humming and is eating batteries about every two days. Customer mentioned that it's been getting worse for about a month. Customer mentioned that the screen is scratched up. Customer stated that the batteries are only lasting 2-3 days. Customer does not have a remote and remove feature is off. Customer does not upload frequently. Customer uses energizer aaa alkaline batteries. It was explained that the shortened battery life is likely due to the constant humming. Customer's blood glucose level was 84 mg/dl. Customer stated that the drive support cap has one side pushed in more than the other. Insulin pump will need to be replaced. No additional information provided.